Manufacturer narrative:
One device was received for evaluation. Visual inspection found a detached downstream occlusion (dso) seal. Functional testing was able to duplicate the reported problem. The dso sensor was noted to be defective. The dso sensor and dso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device is continually detecting occlusion. There was no patient involvement.